Event description:
It was reported that this pacemaker was found to be in safety mode. The patient is not dependent on therapy. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.